Event description:
The customer reported that the insulin pump had several error alarms in two days. The blood glucose reading was 301mg/dl. The customer mentioned that temp basal was not program before the alarms occurred. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed as a result of a faulty component in the radio frequency board. The device was received with cracked case at the display window corner, broken reservoir tube lip, scratched screen, cracked reservoir tube and window, cracked end cap, cracked battery tube threads, and loose/protruded support disk.